Event description:
The customer reported low flow during the 100ml/hour test. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.